Event description:
The facility's director of biomed reported the pump did not alarm for air when air was visible in the tubing during clinical use. The nurse was reportedly nearby and the device was stopped prior to the air reaching the pt. The device was tested in biomed but no issue was found. Despite baxter's efforts to obtain info regarding the medication involved, pump programming and set-up info, medical intervention, specific pt details and additional contact info, no additional details were available. No pt injury resulted per the facility's director of biomed.